Manufacturer narrative:
(B)(4). The reported event cannot be verified as the affected device sample will not be returned. However, if the affected device sample is returned and made available for investigative analysis, the complaint may be reopened and addressed as needed. In lieu of the lot number being reported as "unknown" where verification of any potential remaining inventory being verified for acceptability could not be performed, thirty-four (34) m-style cup subassemblies (53348) were taken from fg lot lm235407-000113 for strength integrity pull testing that are considered representative of the m-cup over-molding process. The sample size is appropriate for a 1.33 cpk capability analysis, the results ranged from 69 lbf - 71 lbf. All tested sub-assemblies resulted well above the minimum of 41 lbf break-force as designated in the part print. In conclusion, the root cause is indeterminable as both the m-cup subassembly and the manufacturing assembly process at csi have not deviated from their established acceptable processes and are both considered to be in a stable state.

Event description:
Complaint condition: during a routine vacuum assisted delivery, while force was applied to the handle to delivery the baby the mityvac cup separated from the tubing, the cup remained inside the patient and had to be retrieved for the delivery to continue. Patient involvement, adverse event or injury if any: baby was born with occluded femoral artery (unknown if related). No adverse effect to mother (patient) procedure performed if any: vacuum assisted vaginal delivery. (B)(4).